Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sudden death of a patient occurred when initiating a laparoscopic procedure with insufflator (uhi-4) in (B)(6) 2021. Reportedly, the abdominal pressure rose to more than 30 mmhg and no alarm sounded and patient went into irreversible cardiac arrest. The physician confirmed gas embolism. Further details are requested and currently pending additional information.

Event description:
The customer reported that the pressure was set to 12 mmhg prior to surgery, relief mode was on, and the alarm delay was set to 0 seconds. Both the flow setting and flow rate were set to normal. No audible alarm was triggered for the overpressure warning, and the warning light did not illuminate. Additionally, there were no audible alerts for overpressure or tube obstruction. The overpressure incident occurred at the exact moment the insufflation was activated. The patient experienced sudden death, attributed to sinus bradycardia. It was further reported that the death occurred at the beginning of the procedure, approximately 30 seconds after insufflation activation. An autopsy confirmed the presence of a lesion in the vena cava, which did not bleed due to hyperpressure. Instead, gas entered the bloodstream, resulting in immediate death. Resuscitation drugs were administered, but the primary cause of death was determined to be cardiorespiratory arrest, with gas embolism identified as a secondary cause. The medical team made every possible effort to resuscitate the patient, maintaining effective cardiac activity for two hours. However, the patient eventually suffered a cardiocirculatory collapse that was unresponsive to further resuscitation efforts due to the presence of co2. Serial blood gas analyses revealed abnormally high co2 levels, inconsistent with any diagnosis other than one involving the subject device as the sole source of co2. The customer reported the subject device was returned, and a fault was identified in the model. Although it was repaired, new issues have since emerged. The device is currently sealed and has not been used since a safety notice was issued. No event history is available for the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to a device failure. However, the subject device was not returned at the time of the occurrence reported but was later returned in june 2024, at which time the circuit board was replaced as part of normal repair. Therefore, the specific root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.